Event description:
It was reported when using the bd ut-pbbcs 23g 12 pah ce, the device experienced blood splatter/leakage. The following information was provided by the initial reporter. The customer stated: it was reported that blood splatters out from the top of the body of the device. On (B)(6)2022 I received a call from cx, she said she was calling because she had already responded to my emails, however I did not get anything as of (B)(6)2022. She provided her address and lot numbers of the products. Material # 368689 lot # 1055588. Material #368688 lot # 1201462. Material # 368688 lot # 1201461. She will be sending samples in for investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1201462. Medical device expiration date: 2023-07-31 . Device manufacture date: 2021-07-20. Medical device lot #: 1201461. Medical device expiration date:2023-07-31 . Device manufacture date: 2021-07-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-22. H6: investigation summary: bd received 2 customer samples, 1 from each complaint lot, for evaluation. The customer samples were subjected to functional testing to perform a visual for splatter. All samples passed the test with no defects observed and the customer's indicated failure mode of splatter was not observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to confirm the customer reported failure mode based on customer sample testing results. Based on a review of batch records and the sample results, bd could not determine a root cause for the issue of splatter.

Event description:
It was reported when using the bd ut-pbbcs 23g 12 pah ce, the device experienced blood splatter/leakage. The following information was provided by the initial reporter. The customer stated: it was reported that blood splatters out from the top of the body of the device. On (B)(6) 2022 I received a call from cx, she said she was calling because she had already responded to my emails, however I did not get anything as of (B)(6) 2022. She provided her address and lot numbers of the products. Material # 368689 lot # 1055588; material #368688 lot # 1201462; material # 368688 lot # 1201461. She will be sending samples in for investigation.